Event description:
It was reported that at implant the physician tried to use as short as possible lead to keep the pocket small because the patient has a prosthetic arm that has a strap that goes right over the device pocket. Post implant in the room everything looked perfect but by the next morning the right ventricular (rv) lead looked to be a little snug, was hubbed out, and the thresholds had increased. The physician then decided to explant and replace the right ventricular (rv) lead with a longer lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.